Event description:
It was reported that during a ptca / stenting treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. The dr used an unspecified introducer sheath for vascular access and a linate guidewire and a 6f brite tip fl3.5 guide catheter to cross the lesion. It is noted that resistance was felt with insertion of the balloon catheter. The quantum maverick monorail 15/3.0 mm balloon was removed and replaced with another balloon to successfully complete the cypher 2.5/18 mm stent placement procedure. No pt injuries or complications were reported as `good'.